Event description:
During ICD replacement, fluoroscopy revealed externalized conductors between the svc and rv coils. No electrical anomalies were present. Dft testing was successful with the new device. The physician elected to leave the lead implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.